Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted recurrence and enlargement which involved the epigastric area. The mesh was stretched out thin over the epigastric area, with the umbilical region protruding out, indicating the mesh was severely weakened and thinning. The doctor found omentum and transverse colon adhesions to the previous mesh repair. It was reported that the patient experienced abdominal pain, discomfort and persistent epigastric bulging into the umbilical area. No additional information is provided.